Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to confirm the reported fault. The exhalation valve was found to contain a white powdery film so it was replaced. Patient information could not be obtained due to country privacy laws. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was alarming for high pressure. There was no report of patient injury.